Event description:
It was reported that the connector piece on an ilet system was difficult to twist into place and leaked insulin, prompting the user to disconnect for injections and then reconnect, after which leakage persisted; the affected component was the connector/coupler, and the problem was characterized as a fluid leak from the device. Customer care provided support that included coordination of replacement logistics. Investigation of this case revealed leakage associated with the connector/seal consistent with a device fluid leak localized to the connector/coupler. No reported clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.